Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. Device will not be returned.

Event description:
It was reported by the customer that the device had an error 242.4030. There was no additional information provided and no patient involvement.

Event description:
It was reported by the customer that the device had an error 242.4030. There was no additional information provided and no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 error 242.4030 technical support- 1. Ensure that the motor connector is securely connected. 2. Replace the ail assembly (the motor encoder is part of this assembly). 3. Replace the motor controller board. 4. Replace the logic board. 5. Return to factory for repair. Recommended replace bezel assy. Assisted with a part number. Jan will replace bezel assy. A review of the device history record showed the device had a manufacture date of 06may2010. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure. Based on the findings, technical support was unable to determine the proximate cause of the reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned